Event description:
No additional information from the customer

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4 serial number, d8, d9 date, d10, e4, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, the malfunction was likely caused by physical stress. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device outer sheath tip end was broken. The issue occurred during service/maintenance (not in a clinical setting). There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.